Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that patient had fractured at right shoulder back in 2013 and had a hemi arthroplasty replacement using a global unite fx implant. Surgeon's office called and scheduled a surgery requesting depuy equipment to convert the global unite fx hemi construct to a reverse shoulder construct. Surgeon explanted the humeral head implant, the suture collar, and the proximal body and left the well fixed stem in place. The conversion instrumentation was used and a new reverse shoulder construct was implanted. Doi: (B)(6) 2013; dor: (B)(6) 2019; right shoulder.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.